Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was found out of specification in relation to the customer reported 'air detector' message which was reproduced during testing as an air in line alarm. A review of the event history log (ehl) did not identify any reload set messages which is what would be expected for a report of 'air detector'. Instead the ehl showed multiple air in line messages. The reported condition was verified as an air in line issue. The cause was determined to be the upstream sensor readings out of the calibrated specification. The ultrasonic sensor was calibrated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump displayed an "air detector" message upon power up. There was no patient involvement. No additional information is available.